Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s father stated that on (B)(6) 2018 he noticed a rash had started to form on the left side of the patient¿s abdomen, 2 inches from belly button, and it had extended outside the adhesive of the sensor. By (B)(6) 2018 the sensor fell off, and the affected area was mushy and infected. The reaction was about the size of a golf ball. The patient¿s father treated the reaction with a prescribed ointment. Exact date of medical intervention was not provided. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.